Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy. The patient reported that his stimulator worked fine initially for about 9 months or so but then it stopped working. The patient noted that he was in a car accident and broke his back and ruptured and fractured his spine. The patient reported that his pa wanted him to ask if he was able to have his device checked to see if they would be able to fix the device and get it working again. The patient clarified that his device stopped working before his car accident. No further complications were reported.